Event description:
Boston scientific crm received information that 49 days post implant, it was noted that the device was visible through a small circular hole in the patient's skin that was approximately a half inch in diameter. Device was explanted for pocket erosion and sent to the hospital laboratory. The leads were not explanted at this time since the presence of infection has not been confirmed at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. If the device should be returned, analysis would not be required as this clinical observation cannot be replicated in analysis. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.